Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed a lead fault condition, which is not a result of a device malfunction. The multi-function cable and CPR adapter were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.